Event description:
It was reported that during the tha, the acetabular reamer locked with the acetabular remer handle. Therefore, the surgeon disassembled the tip of handle and the reamer was dissociated form it.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.